Event description:
It was reported the catheter was plugged due to scarring. The pump and catheter were replaced after 26 months implant duration. The drug used in the system was fentanyl.

Manufacturer narrative:
The catheter portion was not returned for analysis, only the pump connector was returned and revealed no anomalies.